Event description:
Complainant alleged that medics analyzed pt and the device advised shock for a non-shockable pulse-less electrical activity (pea) heart-rhythm. The medics responded to a call for and elderly pt who had collapsed. Upon arrival, the medics found the pt unconscious and vital signs absent (vsa) and attached the device to the pt via multi-function electrodes. The medics initiated an analysis of the pt and received a "shock advised" determination, then administered a 200 joule shock to the pt. The pt was then re-analyzed presenting a similar heart-rhythm and the device returned a "no shock advised" determination. A paramedic crew responding to the call arrived immediately following the second analysis and assumed care of the pt. The pt subsequently expired.